Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred, cause was unknown. Customer changed out supplies and resumed insulin therapy. Customer's blood glucose level was 469 mg/dl.